Manufacturer narrative:
The facility did not request service. No samples were returned for evaluation. There was no sample returned for evaluation and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event and the root cause is therefore, unk at this time. (B)(4).

Event description:
Adverse event(s): "posterior capsule tear" (capsular bag tear, posterior). Product problem(s): "irrigation issues" (inability to irrigate); "aspiration issues" (aspiration issues). A nurse reported irrigation/aspiration issues and a possible posterior capsular (pc) tear. The nurse indicated that the phaco tip may have been loose causing the pc tear. The phaco tips were discarded after the event and therefore, are no longer available for investigation. The handpiece used was not taken out of circulation and has since been used with no issues. Pt impact is unk. Multiple attempts have been made to request additional info but none has been received to date.